Event description:
The customer reported an elevated troponin I (accutni) result for one patient involving unicel dxi 800 access immunoassay system. This is report number two of two referencing system serial number (B)(4) where the retest result was in the risk stratification range. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not performed as the customer did not question system performance. The customer reported quality control (qc) data was within range prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-03169.